Event description:
It was reported that a patient presented in-clinic. Examination of the patient's right ventricular (rv) lead revealed high pacing impedance and high capture thresholds. The cause of the malfunctions was unknown. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.